Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation and gel smearing. There was no patient impact. The following information was provided by the initial reporter: after centrifugation or sometimes before centrifugation the gel is getting mixed up with the blood or its getting melted.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation and gel smearing. There was no patient impact. The following information was provided by the initial reporter: after centrifugation or sometimes before centrifugation the gel is getting mixed up with the blood or its getting melted.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed (it is noted that the gel is missing). Gel smearing was not observed. Additionally, retention samples from bd inventory were visually inspected with no gel issues observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and missing gel. It has not been confirmed for gel smearing. Bd was not able to identify a root cause for the indicated failure mode.